Event description:
A report was received that the recently implanted patient had some kind of a reaction. Symptoms include redness and swelling around the pocket site. The physician was unsure if it was an allergic reaction or an infection. The patient was prescribed antibiotics. The redness and swelling had diminished.

Event description:
A report was received that the recently implanted patient had some kind of a reaction. Symptoms include redness and swelling around the pocket site. The physician was unsure if it was an allergic reaction. The patient was prescribed antibiotics. The redness and swelling had diminished.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the infection was resolved and the patient was completely healed. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.